Manufacturer narrative:
G4: 13feb2020 b4: (B)(6)2020. Central processing unit (cpu) assembly was returned to the manufacturer for failure investigation (fi). Unable to replicate failure. There was no fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The manufacturer¿s international service technician confirmed the reported power issue. The manufacturer¿s international service technician replaced the motor controller printed circuit board assembly (pcba) and power management pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20sep2019.

Event description:
Device turning itself off. There was no patient involvement.